Event description:
Post procedure the vascade device was inserted for closure of the site. The disc was deployed and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was pulled back. Hemostasis was initially achieved and the device removed. The doctor noticed slight oozing at the site and observed that the inner sleeve had become detached and was still in the tissue tract. The doctor removed the portion of the sleeve with hemostat. No injury to the pt. Manual compression was applied for 3-4 minutes and final hemostasis was achieved.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.